Manufacturer narrative:
E: phone number ext. (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged downstream occlusion (dso) sensor pad was found. The dso sensor was replaced to fix the issue.

Event description:
The device was returned due to getting lec 1310 error message and maintenance. The results of the investigation found that the device's downstream occlusion (dso) sensor pad was damaged. There was no patient involvement.